Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 180 mg/dl. Customer was assisted with clearing the alarm. Insulin pump will need to be replaced. Customer was advised to return the pump with the battery and zero out the basal rates. No additional info provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.